Manufacturer narrative:
Patient age at time of event: 30's. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® zelantedvt¿ was selected for use in a thrombectomy treatment procedure. The catheter was working inside the patient for approximately a minute and a half when a check saline error occurred. Aspiration stopped. The system was reset multiple times unsuccessfully when it was noticed saline was leaking on the tray of the console. The catheter was removed from the patient and exchanged for another device to completed the procedure. No patient complications were reported and the patient was fine.